Event description:
Per the clinic, it was reported that there was an increase in the number of open circuit noted on the electrodes. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on september 25, 2023.